Event description:
The company received a report that the cuff of a unspecified model developed a leak during pt use. The reporter indicated extubation of the tube and recannulation of a replacement tube was performed. The reporter stated that visual inspection revealed a "pinhole leak" and this was confirmed by submerging the tube in water. Multiple attempts have been made to collect further info related to this report.

Manufacturer narrative:
No sample is expected to be returned for eval. Without the actual complaint sample being returned a full investigation cannot be carried out. If the sample is received at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. The caller did not provided the model of the device so the 510k cannot be confirmed.